Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("during placement of the essure device on the left, the insert broke") and complication of device insertion ("during placement of the essure device on the left, the insert broke") in a female patient who had essure (batch no. A47950) inserted. Other product or product use issues identified: device defective "the defective insert was removed, another insert was placed" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on 4-jun-2013. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: clinical consequences observed-inefficacy of the procedure with risk of pregnancy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2017: quality-safety evaluation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ("during placement of the essure device on the left, the insert broke") and complication of device insertion ("during placement of the essure device on the left, the insert broke") in a female patient who had essure (batch no. A47950) inserted. Other product or product use issues identified: device defective "the defective insert was removed, another insert was placed" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on (B)(6) 2013. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: clinical consequences observed-inefficacy of the procedure with risk of pregnancy. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during placement of the essure device on the left, the insert broke. This insert was removed and another one was placed. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case the device breakage occurred during essure placement procedure, therefore causality with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage and complication of device insertion ("during placement of the essure device on the left, the insert broke") in a female patient who had essure (batch no. A47950) inserted. Other product or product use issues identified: device defective "the defective insert was removed, another insert was placed" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on the same day. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: clinical consequences observed-inefficacy of the procedure with risk of pregnancy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 05-jun-2017 for the following meddra preferred terms: device breakage -the analysis in the global safety database revealed 1.630 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 1-jun-2017: no follow-up information received after 3 follow-up attempts. Case closed. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.